Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 927079) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion intervention required). On an unknown date, the patient experienced fatigue ("chronic fatigue"), musculoskeletal pain ("joint muscle pain"), memory impairment ("neurological memory impairment"), disturbance in attention ("concentration impairment"), headache ("headache"), visual impairment ("impaired vision"), depression ("depression"), abdominal discomfort ("intestinal discomfort") and asthenia ("asthenia") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure removal total hysterectomy, bilateral salpingectomy scheduled for (B)(6) 2022). Essure will be removed. At the time of the report, the pelvic pain, fatigue, musculoskeletal pain, memory impairment, disturbance in attention, headache, visual impairment, depression, abdominal discomfort, hormone level abnormal and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, asthenia, depression, disturbance in attention, fatigue, headache, hormone level abnormal, memory impairment, musculoskeletal pain, pelvic pain and visual impairment with essure. The reporter commented: total hysterectomy and bilateral salpingectomy operation scheduled for (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 01-mar-2022. The most recent information was received on 08-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 51-year-old female patient who had essure (batch no. 927079) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion intervention required). On an unknown date, the patient experienced fatigue ("chronic fatigue"), musculoskeletal pain ("joint muscle pain"), memory impairment ("neurological memory impairment"), disturbance in attention ("concentration impairment"), headache ("headache"), visual impairment ("impaired vision"), depression ("depression"), abdominal discomfort ("intestinal discomfort") and asthenia ("asthenia") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure removal total hysterectomy, bilateral salpingectomy scheduled for (B)(6) 2022). Essure was removed. At the time of the report, the pelvic pain, fatigue, musculoskeletal pain, memory impairment, disturbance in attention, headache, visual impairment, depression, abdominal discomfort, hormone level abnormal and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, asthenia, depression, disturbance in attention, fatigue, headache, hormone level abnormal, memory impairment, musculoskeletal pain, pelvic pain and visual impairment with essure. The reporter commented: total hysterectomy and bilateral salpingectomy operation scheduled for (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. Lot number:927079, manufacture date:2011-12; expiration date: 2014-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.